Manufacturer narrative:
According to the complainant the device will not be returned for investigation as the device was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone15.4 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the legal guardian that the patient had been hospitalized with cellulitis on (B)(6) 2026. The patient's blood glucose level reached greater than 250 mg/dl while wearing the pod between 36 and 48 hours. The infection was on the infusion site (arm) and was reported to be hurting, very swollen, bleeding, red, inflamed and hot to the touch. The patient was also experiencing symptoms that include fever and vomiting. The patient was treated with unspecified intravenous antibiotics and unspecific oral antibiotics to be taken at home. The patient was discharged on (B)(6) 2026. The pod was removed and discarded prior to the hospital.